Event description:
Customer reported that the pump battery was not charging, despite using a tandem charging cable and attempting different wall outlets and charging cables. There was no adverse impact to the customer's blood glucose level. The customer, following instructions from technical support, will use multiple daily injections (mdi) as backup therapy until a replacement pump is received, as the current device is still under warranty. Caller was instructed to place the pump in storage mode before returning it with a pre-paid label within ten days.